Manufacturer narrative:
Initial and final MDR 1886108 - MDR 3003442380-2024-07945 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 18 infusion set cannula was kinked in past three weeks. The blood glucose level was 200-300 mg/dl at the time of all events. The event occured 3 or more hours after insertion for all events.the infusion set was in use for 1 day for all events. The site of insertion was at abdomen for all events. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.